Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada and the device performed to specification. Review of the device logs showed evidence that the device was not in pads view while experiencing lead faults from the ECG 12 lead cable views. The ECG view moved to pads view when the analyze button on the device was pressed, by design, and the device displayed the ECG rhythm which led to a delivered a shock. The device passed all testing. The investigation concluded that the device met specifications and performed as designed. The device was re-certified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.